Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "maintenance code #3" alert. Also, the unit failed the safety disk leak test. The pt was switched to another unit and therapy was continued. No pt injury was reported.